Event description:
It was reported that while used in emergency care, the foley catheter started leaking from side, immediately after insertion.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Photo sample evaluation: visual evaluation of the photo samples noted an opened used temp sensing foley catheter. The second photo shows arrow pointed towards the trifurcation site of the catheter. Verified material number for catheter 119314 and manufacturing lot number ngjz2896. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Visual: received 1 all-silicone temp sensing foley catheter with sample port connector. Verified material number 119314 and manufacturing lot number ngjz2896. Visual inspection noted a hole in the catheter shaft measuring (0.050") and (0.4410") from the trifurcation. This is out of specification per inspection procedure (B)(4) which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." The reported event is addressed within the labeling as it states: (directions for use): (4) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). (They may damage the device and may burst balloon). (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. (Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.) A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Correction: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while used in emergency care, the foley catheter started leaking from side, immediately after insertion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.